Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 06/04/2025, a sales representative reported via email an issue involving an ar-2923ps peek pushlock sl anchor. The anchor had been loaded with two tails of # 2 fiberwire, which were passed around the labrum. After a pilot hole was drilled using the ar-1926ds drill and guide, both instruments were removed, and the anchor was inserted through a gemini cannula in the anteroinferior portal. As the pushlock was advanced into the joint, tension was applied to approximate the labral tissue to the eyelet. While releasing the suture tails, the driver was gently malleted to advance it into the bone socket, at which point the eyelet broke off the tip of the pushlock, rendering the implant unusable. The case was delayed by approximately 5 minutes while troubleshooting the anchor and additional devices before switching to fibertak anchors to complete the procedure. This was discovered during a procedure on (B)(6) 2025.

Event description:
Additional information was received on 6/25/2025: this occurred during a bankart repair on (B)(6) 2025. All fragments were retrieved. The case was completed utilizing ar-3636 instead of the push lock. It was delayed 5-7 minutes, requiring added anesthesia in that timeframe.

Manufacturer narrative:
Additional information: b5, g3, h3, h6 investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is confirmed by the attached picture, which shows the implant (eyelet) was broken off. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to user error of the device due to misalignment insertion, and/or prying/leveraging of the device during insertion.